Event description:
A malfunction was reported by the customer, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. The customer independently reset the pump about a week ago and resumed insulin deliveries, requiring no further action. As the malfunction was not occurring at the time of the call, technical support decided to close the case.